Event description:
It was reported that 80 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m underfilled. The following information was provided by the initial reporter: "good morning, forwarding of a report received regarding a problem with the tubes code 364305. <good morning, after receiving reports from the laboratory regarding the low amount of blood present in the test tube that did not allow the analysis of the sample, always reports to the sampling of the same plan, we verified that they were the tubes of a single lot: lot 0345091 expiring on 09/2021. What should we do with it? Do we return them to the warehouse for replacement or do we throw them away? Thank you sincerely> the problem was found on a pack of 100 (obviously no longer intact as a couple of test tubes were used)."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 80 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m underfilled. The following information was provided by the initial reporter: "good morning, forwarding of a report received regarding a problem with the tubes code 364305. Good morning, after receiving reports from the laboratory regarding the low amount of blood present in the test tube that did not allow the analysis of the sample, always reports to the sampling of the same plan, we verified that they were the tubes of a single lot: lot 0345091 expiring on 09/2021. What should we do with it? Do we return them to the warehouse for replacement or do we throw them away? Thank you, sincerely. The problem was found on a pack of 100 (obviously no longer intact as a couple of test tubes were used)."